Event description:
It was reported that the burr/cutter device was "too coarse and aggressive". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was received for evaluation. (B)(4) performed an investigation which compared burs from production lots over several years. The samples were inspected under 10x magnification and the device appeared identical to burs manufactured in previous years. A dimensional assessment was performed and the bur was found to meet all specifications. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.